Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the implant patient registry, a patient underwent an explant surgery of a 29mm sapien 3 valve approximately 1 year and 2 months post tar procedure for an unknown reason. The device was replaced with an edwards surgical valve.

Manufacturer narrative:
Per the medical records received, the original tavr was used as an emergent bridge to survival. The patient had a known a pre-existing ascending aortic aneurysm, including native aortic stenosis which the physician was planning to surgically repair once the patient was stable. The explant of the ew valve was planned as part of the overall repair of the ascending aortic aneurysm with a graft, implantation of a surgical aortic valve, perform a bilateral maze procedure, and amputation of the left atrial appendage. As noted in the tte on (B)(6) 2022, there was no bioprosthetic valve dysfunction present. The ew valve was well seated, there is no aortic stenosis, peak/mean av gradients were 15 & 8 mmhg respectively, ava 2.3 cm2, there is mild aortic regurgitation - pvl, and an av peak velocity 1.93 m/s. The information available does not reasonably suggest there was a malfunction of the edwards valve or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Therefore, this event is no longer considered an FDA reportable event.